Event description:
It was reported that a vns patient was admitted to the emergency room due to severe shortness of breath and coughing. The physician, at the facility, related the event to asthma (a chest x-ray was taken and medication was prescribed). The patient reportedly did not feel the events were asthma related as the symptoms dissipated with magnet disablement and refused to take the prescribed medication. Follow up with the reporter revealed the cause of the sudden onset was unknown and added that a decrease in output current resolved the patient's discomfort. Diagnostics performed at this office visit were with in normal limits, confirming proper device function.